Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 602 mg/dl. The customer's last infusion set change was on the morning of the event. The customer experienced elevated blood glucose levels all day. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.